Event description:
Surgeon said the patties were fraying during the procedure. He could see them fray under the microscope (pictures from the surgery are attached). Surgery was in progress when rep was notified. Surgeon opened new patties; delay in surgery over 30 minutes. On (B)(6) 2015 per rep: "no adverse patients consequences to my knowledge."

Manufacturer narrative:
(B)(4). The tensile strength of the material in question was reviewed on the cottonoid lot travelers. Nothing out of the ordinary was noticed. All the tensile tests seemed normal to regular production. Due to not receiving the product, no further evaluation could not be done. No other complaints have come to our attention with this issue at this time, we will continue monitoring this type of complaint to ensure there is no trend for linting or fraying. Device not available.